Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump for spinal pain. It was reported that they felt like the pump was not working to deliver the medicine. The patient said that this was the third time. The patient asked if a hospital could have someone check the pump. The agent reviewed and redirected the patient to their healthcare provider (hcp). The agent also provided the patient with the national answering service (nas) number to provide to their hcp. When asked for the event date, the patient said that this time it started earlier today. The patient stated that the other one happened probably two to three weeks ago. The patient stated that they were at work and the pump stopped working and they were going through withdrawals again.

Manufacturer narrative:
Corrected: b5/fdp/event date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for spinal pain indications for use. It was reported that they felt like the pump was not working to deliver the medicine. The patient said that this was the third time. The patient asked if a hospital could have someone check the pump. The agent reviewed and redirected the patient to their healthcare provider (hcp). The agent also provided the patient with the national answering service (nas) number to provide to their hcp. When asked for the event date, the patient said that this time it started earlier today. The patient stated that the other one happened probably two to three weeks ago. The patient stated that they were at work and the pump stopped working and they were going through withdrawals again.